Event description:
The customer reported that there was an unstable charging connection requiring the cable to be held in place for the charge to be recognized. There was no adverse impact to the customer¿s blood glucose level. The issue persisted even when a different charging cable was used, so technical support arranged to send a replacement tandem cable and wall adapter.